Manufacturer narrative:
It was reported by the hospital contact that the coil (dpl10015220/p10328) did not detach during the procedure. It was initially reported that product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, the coil was returned unsheathed. The coil was returned undamaged. The detachment fiber is undamaged, intact, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.0 ohms (range 48.5/56.0) (fluke meter ID# 70042-04d) and the enpower (ID#f79684) and cable (ID#c10702) systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 52.3 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. The field complaint of the coils non-detachment could not be duplicated. No manufacturing defects were found. The complaint of the coils non-detachment cannot be confirmed. The dpu passed electrical testing and detached the coil on the first detachment cycle; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: connecting cable (details unknown); detachment control box (details unknown).

Event description:
It was reported by the hospital contact that the coil ((B)(4)) did not detach during the procedure. It was initially reported that product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure.